Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultra-fine¿ insulin syringe needle was clogged. This was discovered during use. The following information was provided by the initial reporter: one clogged needle. Additional information: it was noticed as clog before the use.

Manufacturer narrative:
H.6. Investigation: customer returned one (1) 31gx6mm, 1ml bd insulin syringe from an opened polybag from lot 9091595. Consumer reported one clogged needle. The returned syringe was examined, then tested for flow: the syringe was not able to draw properly. A wire test was then performed: the wire could not make it through the length of the cannula because of a clear, hard material inside of the cannula opening. A review of the device history record was completed for batch# 9091595. All inspections were performed per the applicable operations qc specifications. There were five (5) notifications [200817897, 200818015, 200816347, 200817444, 200817896] noted that did not pertain to the complaint. Process summary: this operation assembles the cannula into the barrel tip and applies adhesive to hold the cannula in the barrel tip. The racks of cannulated barrels then travel through an oven which uses ir light to facilitate adhesive run down and ultraviolet light to cure the adhesive that bonds the cannula to the barrel tip. The cannulated barrels are then conveyed to a machine that inspects for missing cannula, cannula height, point quality, zero line placement, and uv adhesive. It also supplies lube to the cannula, features two lumen blows, assembles the shield to the barrel/cannula assembly, and detects for missing shields. There were no quality notifications or maintenance dispatches relating to this complaint during the production of this batch. A root cause cannot be determined.

Event description:
It was reported that bd ultra-fine¿ insulin syringe needle was clogged. This was discovered during use. The following information was provided by the initial reporter: one clogged needle. Additional information: it was noticed as clog before the use.